Manufacturer narrative:
(B)(4). Covidien is attempting to gather further details associated to this report. If the sample becomes available the results of the sample analysis will be provided in a supplemental report.

Event description:
Customer reported: that the tube presented a occlusion during patient use and reported that extubation and reintubation of a replacement tube was required. Covidien is attempting to collect further details surrounding the circumstances related to this report.